Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this left ventricular (lv) lead exhibited high pacing threshold and on x-ray it looked like it had moved. The physician then performed a lead revision. This lv lead remains in service. No additional adverse patient effects were reported.